Manufacturer narrative:
Visual inspection was conducted and the array had 3 holes on it, the holes are in both poles facing the dial and in both poles facing the handle. Functional testing was not conducted, the issue was confirmed in the visual inspection and due to the damaged the device cannot be tested. Hence, the complaint was confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, there were holes in the array even before the procedure began. After ablation, additional holes were visible. There was no patient impact. No other information is available.